Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation; however, medical record was provided and reviewed. Therefore, the investigation is confirmed for the reported positioning problem. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
A review of the reported information indicates that model rf400f vena cava filter allegedly experienced positioning problem. The information was received from a single source. This malfunction involved one patient with no patient consequences. A 28 years old male patients weight was not provided.